Event description:
This 22-yr-old initially underwent a left ankle flexor and achilles lengthening with posterior capsulotomy and ankle arthrodesis. A medial external fixation device was used on 8/1/94. While the pt was on bedrest and still in bed, there was a spontaneous break of the external fixator requiring a return of the pt to the or for failed external fixation.